Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report number (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: unit claims to have infused the full amount of vtbi but staff said there was still 20ml or so left in bag.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). Investigation results: the reported issue was not present during investigation. Volumetrics of 100ml/hr and 188.5ml with 150ml/hr and 111.5ml with 30 minutes kvo of 5ml (total 305ml) tested in spec at 299.3ml or 98% of expected volume. Perform preventive maintenance service. Log review shows on 8/9/2022 and 8:34am an infusion start of 100ml/hr and 300ml (dl: rbcs). At 10:25am an air alarm stopped infusion with a volume infused to 183.95ml. At 11:14am an infusion start and at 11:16am new rate set to 150ml/hr. At 12:01pm pump entered kvo and at 12:31pm infusion was stopped with a volume infused to 305ml.